Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) for disposal. Cause of death was unknown. Information identified in the manufacture¿s database indicated the patient died approximately 10 months post implant of the ipg and 7 years post implant of the leads, approximately 3 years ago.

Manufacturer narrative:
Correction: the supplemental report that was submitted on (B)(4) 2014 with device evaluation was missing information. Evaluation method codes have been corrected on this report to reflect the missing information. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. Follow up to the funeral home revealed there was no allegation against the performance of the devices and no allegation that the device and/or leads caused or contributed to the death of the patient. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53 lead implanted: 2003-(B)(6). (B)(4).